Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-19876. It was reported, the patient was implanted with a lead for a trial procedure on (B)(6) 2013. The patient reported effective stimulation during the procedure. Post operative programming was ineffective. An x-ray revealed the lead had migrated. The patient was taken back to the operating room, but the surgeon was unable to move the lead to an effective location. The lead was left implanted but the patient was not receiving effective stimulation. Note a second lead implant attempt was abandoned because the lead could not be threaded into the stylet, three stylets were attempted, to no avail.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.